Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and seroma.

Event description:
Patient reported "ruptured", "uneven contours", "wavy and irregular shape", "fluid inclusion", fluid around the endoprostheses", "heterogeneous fluid" and "small cyst". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6. Visual analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "ruptured", "uneven contours", "wavy and irregular shape", "fluid inclusion", fluid around the endoprostheses", "heterogeneous fluid" and "small cyst". Later healthcare professional reported "pain", "change in shape and density" and "rupture". This record is for the left side. Device was explanted and replaced with another manufacturer's device. Device will not return.